Manufacturer narrative:
It was documented in the previous medwatch that the root cause was determined to be due to wear from normal use and servicing over time. Upon further investigation, it was determined that the root cause was due to premature wear. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction.

Manufacturer narrative:
This device was returned for maintenance; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6), that during maintenance, it was observed that the attachment device neuro tip and bearings were damaged, the identification on the device was unreadable, the warning triangle was missing, the bearings were worn out and the crani bracket was bent. The device also failed pre-test for temperature, vibration and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.